Event description:
The user facility reported that during priming of the circuit, the perfusionist noticed air in the top of the cone of the centrifugal pumphead. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement. Follow up communication with the user facility confirmed the pump had been clamped off and allowed to continue to run, possibly causing the air to be pulled from the solution.

Manufacturer narrative:
Results: is based upon eval of user facility info. Conclusion: is based upon eval of user facility info,and upon eval of returned sample. The returned sample was visually examined and tested. This eval confirmed the reported complaint. Internal components were examined and noted to be warped and worn. This damage is consistent with the reported observation where clamping the outlet port causes the pump to overheat, causing the excessive wear and warping of components. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has been reported previously by this customer. The customer has been informed of these results and reminded of the warnings section of the instructions-for-use that state, "avoid prolonged operation of the pump with the outlet line fully occluded to prevent warming the fluid in the pump catheter". All available info has been placed on file in quality assurance for appropriate tracking, trending and follow-up.